Event description:
It was reported that the right atrial lead and the right ventricular lead both dislodged. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) no anomalies found. Proximal conductor had blood and outer insulation breached cut. Cannot determine when the lead was cut at 28.5 cm distal, however, it could have occurred at implant due to the large amount of dried blood throughout the lead. The full lead was returned and analyzed. (B)(4) no anomalies found. Defib conductor melted, helix distorted, and blood on helix. The full lead was returned and analyzed.